Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 and reported adverse events including pain (understood as pelvic pain) and heavy bleeding (understood as heavy genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), rheumatoid arthritis ("autoimmune disorder described as rheumatoid arthritis"), bladder prolapse ("bladder problems describe as bladder prolapse") and hypertension ("blood disorder or heart disorder described as hypertension") in a 39-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included pancreatitis in 2011, cyst removal in 2009, hypertension, depression, anxiety, cholecystectomy in 2014 and rotator cuff repair in 2014. Previously administered products included for regulate cycle and prevent pregnancy: birth control pills. Past adverse reactions to the above products included adverse event with birth control pills. Concurrent conditions included body mass index normal and iron deficiency anemia since 1990. Concomitant products included metoprolol since 2011 and tramadol hydrochloride (ultram) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In 2013, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dermatitis ("rashes described as dermatitis and urticaria"), urticaria ("rashes described as dermatitis and urticaria") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced depression ("psychological or psychiatric problems described as depression and anxiety") and anxiety ("psychological or psychiatric problems described as depression and anxiety"). In 2015, the patient experienced enamel anomaly ("dental problems (described as loss of enamel strength)"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and weight decreased ("weight loss (due to gallbladder issues / gallbladder removal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rheumatoid arthritis (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy") and eye disorder ("vision/eye problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomyon (B)(6) 2015), surgery (underwent ablation) and surgery (surgery bladder prolapse). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rheumatoid arthritis, bladder prolapse, hypertension, enamel anomaly, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, nervous system disorder, allergy to metals, depression, anxiety, dermatitis, urticaria, vaginal discharge, eye disorder, weight decreased and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder prolapse, cystitis, depression, dermatitis, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 149 lbs. / approximate weight at the time of essure placement 167 lbs. Preoperative and post operative diagnosis : pelvic pain, stress urinary incontinence. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2018: update 0f quality-safety evaluation of ptc( update of FDA codes). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), autoimmune disorder ("autoimmune disorder") and cardiac disorder ("heart disorder") in a 39-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included pancreatitis, iron deficiency anemia, cyst removal, hypertension, depression, anxiety, cholecystectomy and rotator cuff repair. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), blood disorder ("blood disorder"), cardiac disorder (seriousness criterion medically significant), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, autoimmune disorder, bladder disorder, urinary tract disorder, blood disorder, cardiac disorder, tooth disorder, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, nervous system disorder, allergy to metals, mental disorder, rash, eye disorder, weight increased and weight decreased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: current weight 149 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, hormonal changes, infection (bladder), infection (urinary tract), infection (vaginal), autoimmune disorder, bladder problems, urinary problems or changes, blood disorder, heart disorder, dental problems, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition, hair loss, migraines, headaches, nausea, neurological conditions or problems, nickel allergy, psychological or psychiatric problems, rashes, vaginal discharge, vision/eye problems, weight gain, weight loss, she did not undergo essure confirmation test", reporter, lot number, concomittant and historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), rheumatoid arthritis ("autoimmune disorder described as rheumatoid arthritis"), bladder prolapse ("bladder problems describe as bladder prolapse") and hypertension ("blood disorder or heart disorder described as hypertension") in a 39-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(6) 2012 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included pancreatitis in 2011, cyst removal in 2009, hypertension, depression, anxiety, cholecystectomy in 2014 and rotator cuff repair in 2014. Previously administered products included for regulate cycle and prevent pregnancy: birth control pills. Past adverse reactions to the above products included adverse event with birth control pills. Concurrent conditions included body mass index normal and iron deficiency anemia since 1990. Concomitant products included metoprolol since 2011 and tramadol hydrochloride (ultram) since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In 2013, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dermatitis ("rashes described as dermatitis and urticaria"), urticaria ("rashes described as dermatitis and urticaria") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced depression ("psychological or psychiatric problems described as depression and anxiety") and anxiety ("psychological or psychiatric problems described as depression and anxiety"). In 2015, the patient experienced enamel anomaly ("dental problems (described as loss of enamel strength)"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and weight decreased ("weight loss (due to gallbladder issues / gallbladder removal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rheumatoid arthritis (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy") and eye disorder ("vision/eye problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomyon (B)(6) 2015), surgery (underwent ablation) and surgery (surgery bladder prolapse). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rheumatoid arthritis, bladder prolapse, hypertension, enamel anomaly, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, nervous system disorder, allergy to metals, depression, anxiety, dermatitis, urticaria, vaginal discharge, eye disorder, weight decreased and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder prolapse, cystitis, depression, dermatitis, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 149 lbs. / approximate weight at the time of essure placement 167 lbs. Preoperative and post operative diagnosis : pelvic pain, stress urinary incontinence diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)"), rheumatoid arthritis ("autoimmune disorder described as rheumatoid arthritis"), bladder prolapse ("bladder problems describe as bladder prolapse") and hypertension ("blood disorder or heart disorder described as hypertension") in a 39-year-old female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation" on (B)(4) 2012 and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included pancreatitis in 2011, cyst removal in 2009, hypertension, depression, anxiety, cholecystectomy in 2014 and rotator cuff repair in 2014. Previously administered products included for regulate cycle and prevent pregnancy: birth control pills. Past adverse reactions to the above products included adverse event with birth control pills. Concurrent conditions included body mass index normal and iron deficiency anemia since 1990. Concomitant products included metoprolol since 2011 and tramadol hydrochloride (ultram) since (B)(4) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In february 2013, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In 2013, the patient experienced hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dermatitis ("rashes described as dermatitis and urticaria"), urticaria ("rashes described as dermatitis and urticaria") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced depression ("psychological or psychiatric problems described as depression and anxiety") and anxiety ("psychological or psychiatric problems described as depression and anxiety"). In 2015, the patient experienced enamel anomaly ("dental problems (described as loss of enamel strength)"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and weight decreased ("weight loss (due to gallbladder issues / gallbladder removal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rheumatoid arthritis (seriousness criterion medically significant), bladder prolapse (seriousness criterion medically significant), hypertension (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy") and eye disorder ("vision/eye problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomyon (B)(6) 2015), surgery (underwent ablation) and surgery (surgery bladder prolapse). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, hypersensitivity, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, rheumatoid arthritis, bladder prolapse, hypertension, enamel anomaly, fatigue, gastrointestinal disorder, alopecia, migraine, headache, nausea, nervous system disorder, allergy to metals, depression, anxiety, dermatitis, urticaria, vaginal discharge, eye disorder, weight decreased and dyspareunia outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, bladder prolapse, cystitis, depression, dermatitis, dysmenorrhoea, dyspareunia, enamel anomaly, eye disorder, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rheumatoid arthritis, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 149 lbs. / approximate weight at the time of essure placement 167 lbs. Preoperative and post operative diagnosis : pelvic pain, stress urinary incontinence diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: batch number confirmed. Events added: ablation, rheumatoid arthritis, bladder prolapse, hypertension, decrease enamel strength, dysmenorrhea, depression, anxiety, dermatitis, urticarial. Medical history and concomitant drugs updated. Medical records received. Medical history confirmed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 and reported adverse events including pain (understood as pelvic pain) and heavy bleeding (understood as heavy genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain and haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.